Event description:
It was reported that the user experienced elevated blood glucose for several hours after meals on two occasions while using the ilet with a 23 in, 6 mm contact detach infusion set; the user meal announced as usual, did not observe leakage or odor of insulin at the site or ilet, changed the site once, and glucose subsequently returned to range, with stabilization later confirmed. Symptoms included hyperglycemia. Outcomes included no injury and no hospitalization. Investigation included review of device logs, guided troubleshooting, tubing fill with visual confirmation of drops, reconnection, education on postprandial glucose dynamics, and shipment of replacement infusion sets. Investigation of this case revealed no device alarms and no evidence of insulin leakage or delivery failure, and the event resolved with continued use and site management, indicating cause unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.